Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a vns pt was explanted due to a lack of efficacy. Follow up with the treating physician revealed that the pt's lack of efficacy was due to non-compliance with medications, intermittent follow-up and an inability to achieve a therapeutic level of stimulation due to dysphagia. Device diagnostics were not performed. The explanted lead and generator were received and are currently awaiting analysis.